Event description:
It was reported by service report that the bed was missing the ground jumpers on the fowler and the knee gatch. It is unk if there was pt involvement or if there are adverse consequences to report.